Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a non-bsc sheath utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. After a non-bsc guidewire crossed the lesion. A 2mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres after being inflated for 15 seconds. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).